Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via facility medwatch 5063713 that stent dislodgement occurred. The target lesion was located in the aorta. A 3.00 x 16 synergy ii stent was advanced however upon the attempt of retracting the stent into the guide catheter, the stent displaced. The procedure was completed with two bare metal stents.